Manufacturer narrative:
Age, weight and ethnicity: unknown/not provided. Date of event: unknown/not provided. Catalog number : a complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. Implant date: unknown, information not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. Last name: unknown/not provided. Telephone number: (B)(6). Device manufacture date: unknown, as the serial number was not provided. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing record could not be reviewed since the serial number was not provided. Conclusion: as a result of the investigation and based on limited information available, it cannot be determined if there is a product malfunction. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient suffered from inflammation and decreased visual acuity post implantation with an intraocular lens (iol). The patient's vision dropped by two lines. The patient was given steroids for further observation. There was no delay in treatment or other interventions reported. The lens remains implanted. No further information was available.